Event description:
It was reported during scheduled vena cava filter retrieval, a filter limb became detached during the filter retrieval procedure. A snare device successfully captured and retrieved the filter and detached limb. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.